Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for needle break, syringe was black, and plunger not working. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 04/21/2022 and open vial date is undisclosed.

Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: syringe was returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-61: improper use / mishandled by end user.